Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the electrode was jagged and flared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the flared electrode remains unknown.

Event description:
This event is being reported based on analysis which revealed a flared or jagged electrode.